Event description:
Event description: rt/supply coordintor was restocking her procedure rooms after cases. She was going to put away the zip wire that she had just removed from the box. When she went to hang to the package on its hook the wire fell out because the package was open. Patient present at time of event?: no. Patient complications: no. Patient complications reason for unsuccessful procedure: na. Was the patient sedated when the procedure was cancelled?: no.

Manufacturer narrative:
It was reported that the device was disposed. Therefore; no physical analysis of the device can be performed. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. This product receives a 100% verification of the seal by the production operator after the completion of each seal. The quality control inspectors are required to verify seal width, seal location, seal integrity and pouch appearance. There is a second on-line inspection performed by production during boxing. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. There was no patient involvement as this was detected by a supply coordinator during procedure room restock. Multiple attempts were made to obtain additional information. To date, no additional information has been provided. If there is any further relevant information provided, a follow up medwatch report will be submitted.